Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the silicone seal of an rt040m full face mask detached from the mask base. The seal detached from the mask base prior to patient use.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.